Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell into the patient. When the customer went to clean the scope at the bedside post procedure, they noticed the distal end cover was not on the scope. The physician went back in with an egd scope and retrieved the cover. The patient was kept anesthetized a "little bit longer" than planned. No other intervention was required and the condition of the patient was not impacted. This report is related to (B)(6).